Event description:
Complainant alleged that the medics were responding to a call for a 60 yrs old male pt who had coded, and who was presenting a ventricular fibrillation heart rhythm. The medics twice attempted to defibrillate the pt at 200 joules, but on each attempt the device displayed a "status 105" and a "cannot dump" error message on the device screen. After shutting the device off and then turning it back on again, the medics were able to successfully deliver three shocks to the pt.